Event description:
It was reported that an ilet user experienced a postprandial hyperglycemic excursion with a stated reading above 300 mg/dl after a usual breakfast, while the system was adapting and meal announcements were being made; contributing factors discussed included normal post-meal glucose rise and psychosocial stress. Symptoms included elevated blood glucose consistent with hyperglycemia, without report of associated injury or need for medical intervention. Outcomes included user education and troubleshooting, with guidance to continue consistent meal announcements while the system learns insulin needs. Investigation included complaint intake review and user counseling on expected device behavior and external factors. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with physiological variability and algorithm adaptation during routine use. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related and physiological factors rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.